Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the jaw fall into the patient? No. If yes: how was the jaw retrieved? Na. Did retrieval of the jaw alter the procedure or post-op care for the patient? Na. If yes, please explain: is the broken jaw being returned for analysis with the device? Na.

Event description:
It was reported that during an unknown procedure, jaws broke off. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # n90j2f. The device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.